Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was unable to communicate due to a possible radio frequency (rf) telemetry issue. Technical services (ts) suggested the patient visit the clinic to verify rf settings. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was unable to communicate due to a possible radio frequency (rf) telemetry issue. Technical services (ts) suggested the patient visit the clinic to verify rf settings. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received. This pacemaker was explanted due to normal battery depletion.